Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that on 08/25/2015 the pump was replaced. On (B)(6) 2015, the patient presented to the office with redness to incision and a small open area was noted with drainage. The patient was admitted to the hospital from the office. On (B)(6) 2015, the pump was removed. Cultures were obtained and showed moderate growth of ecoli; there was an infection located at the pump site. The pump had been programmed to deliver baclofen 3,000mcg/ml at 575.2mcg/day. On (B)(6) 2015, the dose was reduced to 425.8mcg/day, and on (B)(6) 2015 the dose was reduced to 212.9. No other meds or allergies were known. The patient's past medical history included traumatic brain injury from an auto accident.

Event description:
Information was received from a consumer regarding a non-verbal patient receiving intrathecal baclofen therapy in an implanted infusion pump for intractable spasticity. The entire system was removed in (B)(6) 2015 due to infection. No further information was provided. Additional information was requested from the manufacturer representative, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.